Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID :3889-28, lot# va0nqr0, implanted: (B)(6) 2015, product type: lead.

Event description:
Patient reported having back and leg pain but that implant has been turned off for several weeks. Confirmed with icon implant was off. Patient stated she wanted a removal. The patient was referred to implanter for removal and primary care as pain was occurring with implant off. The issue was not resolved at the time of this report. Surgical intervention was planned but it has not been scheduled. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.